Manufacturer narrative:
Concomitant medical products: vamf3232c100tu stent graft implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The patient reportedly received a new crt-d and left ventricular (lv) lead the same day with additional system components following the next day. No further patient complications have been reported as a result of this event.